Manufacturer narrative:
Strain relief. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a leak. "Patient reported a lack of restriction and on 3 x volume checks a deficit was noted. No obvious leak seen under x-ray, or detected during theatre, however surgeon replaced the band."

Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo, a visual inspection was performed and noted a rapidport ez with strain relief was received. The port tubing was noted to be separated approximately 2 inches from the port. Blue discoloration was observed on the band shell. White and yellow particles were observed on the outer surface of the shell. The band tubing was noted to be separated approximately 20 inches from the tubing-collar junction. A port leak test was performed and no leakage was observed. An air leak test was performed and no leakage was observed. Under microscopic analysis scratches were observed on the port housing and port septum. The end of the port tubing and band tubing were noted to have striated edges, which is consistent with device removal.